Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that his insulin pump went blank two months ago and that he is about to get it fixed. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly. The customer does not recall any significant events leading to the blank display issues. He stated that he would tighten the battery in and the pump would flash low battery and then the screen would go blank. During troubleshooting the customer received an excessive no delivery alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump was received normal operating currents. No blank display or unexpected low battery alarm during testing. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.